Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Heads of the brushes have broken off [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that he or she bought a package of oral-b power oral care refills precision clean in (B)(6) 2016, and since then, all four of the heads of the brushes had broken off while used with and oral-b rechargeable toothbrush, version unknown. No symptoms developed. On 13-may-2016 received consumer follow-up: the consumer reported that the brushes had a gray oral-b logo and when he or she scratched it, nothing happened at all. No further information was provided.